Event description:
Complainant alleged that upon review of the archive, it was observed that user advisories (uas) 02 (compression tracking error), 17 (max motor on time exceeded during active operation), 18 (max take-up revolutions exceeded) and 19 (max applied load exceeded) occurred multiple times. No further details were provided.

Manufacturer narrative:
Zoll (B)(4) confirmed that user advisories (uas) 02 and 17 occurred frequently again. Product in complaint was returned to zoll circulation on (B)(6) 2014 for investigation. However, investigation is still in progress. A supplemental report will be filed once investigation has been completed

Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned to the manufacturer for analysis. Visual inspection of the returned platform shows no damages to the platform. A review of the archive was performed and the reported complaint of user advisories (uas) 2 (compression tracking error), 17 (max motor on time exceeded during active operation), 18 (max take-up revolutions exceeded), and 19 (max applied load exceeded) were confirmed. The archive data shows that no sessions occurred on the reported event date of (B)(6) 2014. The archive also shows that user advisories 2, 19, 44 (battery voltage too low during compressions), 45 (not at "home" position after power-on/restart) occurred on (B)(6) 2014 and user advisories 2, 17, 18, and 45 occurred on (B)(6) 2014. The observed uas 44 and 45 are unrelated to the reported complaint. Functional testing was performed and the reported issue of ua17 could be reproduced. During the run-in test with the lrtf (large resuscitation test fixture), it was observed that ua17 occurred frequently due to the spool shaft not reaching the target position. It was found that the drive train motor was defective. Load cell characterization was also performed and both load cell modules functioned within specification. Based on the investigation, the parts identified for replacement were the drive train motor and clutch plate. In summary, the reported complaint of user advisories 2, 17, 18, and 19 occurring were confirmed based on the archive review. Ua17 was also confirmed during functional testing. The fault for ua17 was found to be due to the defective drive train motor. A root cause could not be determined for the reported ua 2 message. However, per the battery hangtag - advisory codes description and action (pn 12741-001), user advisory 2 is an indication that the autopulse® has detected a change in lifeband tension. This advisory can happen when the patient or lifeband is out of position, or if the lifeband is opened during active operation. A root cause could not be determined for the reported ua 18. However, per the battery hangtag - advisory codes description and action (pn 12741-001), ua18 is an indication that the autopulse® has detected that either the patient's chest is too small while sizing the patient (take-up) or that there is no patient on the platform. No load change was detected at the load plate. A root cause for the ua19, could not be determined. However, this also typically occurs if no load change was detected on the load plate or if no patient was present or too small. A root cause for the ua44 could not be determined. However, per the battery hangtag - advisory codes description and action (pn 12741-001), user advisory 44 is an indication that the battery is uncharged or faulty. A root cause for the ua 45 message could not be determined. However, per the autopulse user guide, if the driveshaft is not at its home position when the autopulse is powered on, a user advisory (45) will occur. This user advisory will persist until the driveshaft is returned to its home position. The observed ua44 and 45 are unrelated to the reported complaint. Upon replacement of the drive train motor and the clutch plate, the platform passed all testing criteria.